Manufacturer narrative:
One 10 cm, nitinol reusable rf thermocouple electrode was received for evaluation. An error message was noted on the generator when the electrode was connected and no temperature was displayed. Electrical testing revealed an open circuit between the thermocouple wires. The source of the open circuit was isolated to within the hub and nitinol tubing assembly. The device was manufactured according to specifications as supported by the receiving inspection results. The cause of the open circuit remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a radiofrequency ablation procedure, the probe did not reach the appropriate therapy temperature and the procedure was cancelled. There were no adverse consequences to the patient due to the cancellation.